Manufacturer narrative:
Device investigations did not reveal any device defect which is expected to have been present whilst implanted or would explain for the problems reported. According to the patient report, the device was used successfully until (B)(6) 2014, but due to pain and extracochlear stimulation the patient became a non user and the device had been explanted. Based on measurements performed on the device during explant investigation, it is assumed that the explantation was not due to a technical problem. Damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The explanted device was received at worldwide headquarters by the investigation team without any prior complaint. According to information received, the patient has used the device successfully until (B)(6) 2014. Due to pain and extracochlear stimulation (eye twitching) the patient became a non user. A radiological imaging showed proper placement of the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was received at ww headquarters by the investigation team. Additional information has been requested from the field. The patient was re-implanted with a new device. From the derf we know that pain and extracochlear stimulation let to the explantation. According to new information received on 12-jan-2017 the patient has used the device until (B)(6) 2014 successfully. Due to pain and extracochlear stimulation (eye twitching) the patient became a non user.